Event description:
Information received indicates the left head siderail will not latch.

Manufacturer narrative:
The hill-rom technician found the latch bracket on the bed's sleep surface was loose. The technician tightened the latch bracket to repair the bed.